Event description:
Infant girl (B)(6) was admitted to bed space #32 in nicu (B)(6) 2016 at (B)(6) weeks gestation. Infant required uac/uvc placement for IV and arterial access. Both uac and uvc were placed and fluids were primed and infusing via alaris pump. Uvc x 2 ports infusing fluids and uac x 1 port infusing fluids. Parents of infant arrived at bedside after mother's c-section. I heard a loud bang and realized the modules of the alaris pump had fallen off the floor. I ran to the bedside as I feared the weight of the fall may have caused both the uac/uvc catheters to become dislodged and I was fearful of loss of blood via both the artery and the vein. Luckily, the catheters were intact and did not become dislodged. The uac module fell completely to the ground and luckily, the uac fluid syringe became detached upon falling. Otherwise, I feel the impact from the fall of the module would have dislodged the catheter and also could have caused the baby to be pulled near the closed isolette door. One of the 2 modules with uvc fluids fell completely to the floor and the other was hanging partially onto the "brain" of the alaris pump that had slid down the portable IV pole. A second nurse and I immediately picked up the modules and placed them back onto the alaris pump brain. It was noted the knob on the back of the pump was still tight. It was unclear to us how it slid easily down the pole. We tightened the know as firmly as we could in order to avoid another incident. The IV pole in use is a portable IV pole. Only a few of our isolettes have attached IV poles on the bed itself. It is not sturdy nor is it stable. However, it was our only choice to use this pole as the isolette itself does not have its own attached IV pole. Also, the standing portable pole is a fall/trip hazard to family and staff at the bedside as the base of the pole extends well outside of the boundaries of the incubator. The family was at the bedside, aware of the incident, and was ensured the status of the baby was stable.